Event description:
Date notified: 08/15/07, a model 326 aspirator failed to operate. An inspection of the device revealed a defective compressor. The compressor was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.